Event description:
The patient had an episode of bleeding (gross hematuria) that began after his last spanner insertion on (B)(6) 2012. The bleeding started after the patient mowed his lawn. Physician determined hematuria secondary to spanner trauma. The patient went to the emergency room on (B)(6) 2012, where the spanner was removed without difficulty and a foley catheter was inserted. On (B)(6) 2012 the foley catheter was removed and another spanner was placed.

Manufacturer narrative:
The device was not returned for analysis. No device malfunction was reported. A review of the DHR was not performed due to the lot number not being provided. Actual device not evaluated. No evaluation will be performed.